Event description:
It was reported that jaws were misaligned on the fenestrated bipolar forceps instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury or reports of fragments falling into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the tips of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .033 offset at the tip. The bent grip did not exhibit separation of the yaw pulley and pulley cover; however, the likely cause of bending is overloading at the tip. Failure analysis concluded the damage may be due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional finding not reported were the pitch up and down cables were frayed at the distal clevis hub. Small frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. An additional finding not reported was thermal damage on the yaw pulley. The yaw pulley showed discoloration and deformation at the base of the grips. The damage may be due to contact with other energy instrument or conductor wire of the instrument. The conductor wire showed no damage. Electrical continuity testing was performed and passed. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cables, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.